Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with phos2 phosphate (inorganic) ver.2 on a cobas 6000 c (501) module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The sample initially resulted with a phosphate value of 6.3 mg/dl, which repeated as 4.2 mg/dl. The phosphate reagent lot number was 469807, with an expiration date of 31-jul-2021.

Manufacturer narrative:
The field service engineer determined that a reagent probe was bent. The probe and syringe seals were replaced. The probe was adjusted. Controls were tested and recovered ok. The investigation determined the service actions resolved the issue.